Event description:
A physician as had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophillic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, left eye 1/10/2000 the pt subsequently developed what the surgeon describes as severe post-op inflammation 1/22/2000; no secondary surgery was necessary. At pt's last visit 1/28/2000 the visual acuity was 20/20 and given a good prognosis. Surgeon stated he does not feel this is lens related.